Manufacturer narrative:
Novocure's medical opinion is that the contribution of the transducer arrays to the event cannot be ruled out. Pain is an expected event with optune gio device use (ef-11 0% and 3% ef-14 optune arm).

Event description:
A 68-year-old female with newly diagnosed glioblastoma (gbm) started optune gio therapy on (B)(6) 2026. On (B)(6) 2026, the patient's son informed novocure that the patient discontinued optune gio therapy due to pain associated with array changes. On june 21, 2026, additional information was received indicating that the patient experienced intense pain, particularly during array removal. Furthermore, the patient was experiencing severe generalized pain requiring treatment with morphine. Consequently, optune gio therapy was discontinued in an attempt to alleviate the patient's pain. Multiple attempts were made to contact the prescribing physician; however, no reply was received.